Event description:
Customer reported a low blood glucose event. Customer passed out. The paramedics were called to the workplace to treat. Customer stated that the sensor did not go into the body. The cannula was bent. The blood glucose reading was 32 mg/dl. The paramedics treated with glucagon. Customer has experienced multiple episodes of low blood glucose. Customer was treated for a low of 27 mg/dl. She was given IV by paramedics. Customer also had a low while driving. Customer stated that the blood glucose was below 70 mg/dl; possibly 48 mg/dl. Customer was treated with glucagon shot and IV. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.